Event description:
This device was explanted after an implantation time of about 6 months, due to oversensing. No deterioration in the pt's state of health was reported.

Manufacturer narrative:
The lead properties were checked during the analysis. The analysis showed damage to the insulation 11 cm distal of the connector pin. In addition, the inner conductor helix was broken. This damage manifestation can with high probability be regarded the cause for the clinical complaint. The observed damage manifestation requires an excessive mechanical load on the lead over as longer period of time. The position and characteristics of the damages lead to the assumption of a simultaneous occurrence of strong kinking and pressure stress at the ICD housing. Diagnostic images to characterize the positional relationships of the implanted system were not available for analysis. The analysis was unable to find any manufacturing error or material defect.